Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for additional microbiological testing. The result was that the suction channel was tested positive for coagulase -negative staphylococci (2cfu) and the auxiliary water channel for coagulase -negative staphylococci (1cfu). This microbiological test result meets the target level* of the french guideline, ¿ministry of health and solidarity dgs / dhos, ctinils - march 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented. The target level in french guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the subject device tested positive for aerobic bacteria, enterobacteria and other unspecified microorganism. The user facility reported that the subject device had been reprocessed using an olympus automated endoscope reprocessor etd3 with paa. There was no report of infection associated with this report.